Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported awaking to a high blood glucose and the battery had died during the night and now getting a cannot find the sensor signal. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did not troubleshoot and was able to get sensor communication. The insulin pump will be returned for analysis.